Event description:
It was reported that an unspecified quantity of underinfusions occurred during the use of extension sets with one-link needle-free IV connectors. The customer reported that they were unable to run fluids with the expected flow rate, causing patients not to receive fluids as rapidly as needed. These events occurred during angiography studies with contrast injection in the emergency department. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Event date: the customer reported that the issues began happening immediately after the transition on (B)(4) 2023 to (B)(4) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.